Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead triggered an alert and started beeping due to out-of-range shock impedance measurements greater than 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that shock configuration was changed to coil to can, and shock impedance measurements within normal limits were observed. The patient had no arrhythmias or complaints. Patient was non-ischemic. The physician ordered an echo and results were normal. The device was deactivated pending lead revision. This right ventricular (rv) lead was later surgically abandoned and replaced. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead triggered an alert and started beeping due to out-of-range shock impedance measurements greater than 125 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported.